Event description:
It was reported that the patient received an elective replacement indicator message. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was kept by the medical facility.